Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Customer had symptoms of tiredness and excessive thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Insulin pump and supplies would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No check setting alarm noted. Device received cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.